Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney did not allege a specific device failure. It is not clear from the description "removal of foreign body" if the bard/davol flat mesh device has been explanted or remains in the patient. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent repair of a ventral incisional hernia and a bard/davol flat mesh, (B)(4), lot number huzh1363, was implanted. (B)(6) 2017: the patient was experiencing extreme abdominal pain. He had to undergo surgical intervention for chronical non-healing abdominal wounds from the 2015 ventral incisional hernia repair which included exploration of abdominal wounds, removal of foreign body, and excisional debridement of skin, subcutaneous tissue, scar tissue and granulation tissue, which wounds were located at the confluence of multiple crossing surgical scars, and therefore ischemic. As reported, patient was injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective bard hernia mesh.